Event description:
On an unknown date three years ago, a trifecta valve was implanted. On an unknown date, the patient experienced dyspnea and reported to an outpatient cardiac clinic where it was observed on echo that the valve had become stenotic resulting in obstruction of a leaflet. Due to other comorbidities, the physician is evaluating the patient for a tavi procedure in lieu of explant.

Manufacturer narrative:
Despite attempts to obtain the model and serial numbers, further information was not available. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Due to other comorbidities, the patient was considered too high risk for a redo procedure and was being evaluated for a tavi procedure in lieu of explant. No further information was available.